Event description:
Staff was preparing to do a CT exam with contrast. As the tubing was being primed for the exam, the tubing separated from the t-connector. There were no obvious defects with the equipment when it was removed from its packaging and the packaging was intact prior to opening the device. No patient was involved in this event and staff does not know why this occurred. Staff reported the event to the manufacturer the day it occurred, (B)(6), 2011.======================manufacturer response for kit, syringe, CT injector, stellant:======================a medrad mr, CT: clinical complaint specialist was notified by the radiology CT department on the day of the event. The manufacturer assigned a complaint number to the device report & instructed the radiology staff to save the device for 14 days. No further information has been provided by the manufacturer as of the filing of this report.